Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The root cause of the unexpected controller reboot was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an unexpected shutdown, which was resolved through new console. No patient harm reported.